Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant notified via abiomed¿s long-term outcome and quality indicator impella registry that a patient endured ventricular tachycardia (vt) with a "possible" relationship to the impella 5.5 pump. After the impella implant, the patient had episodes of coughing. Patient had one episode of vt lasting around 40 seconds, which broke with further coughing. Bedside imaging showed the impella in place with right ventricle akinesis. A few minutes later, patient went into 4 minutes of vt, which broke with cardioversion (was given 1 mg midazolam before). Given 150 mg IV amiodarone x 2. Dob was increased to 5 mcg/kg/min (previously 4).